Event description:
It was reported that a user on the ilet bionic pancreas experienced hyperglycemia with a reported blood glucose of 327 mg/dl while using an inset 23" 6 mm infusion set; the user did not announce meals per healthcare provider guidance and reported performing the last infusion set and cartridge change four days prior, with a typical practice of waiting up to five days or until insulin runs out. Symptoms included elevated blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included user interview, review of device use, and education on infusion set replacement intervals. Investigation of this case revealed no confirmed device malfunction, with a plausible contribution from prolonged infusion set wear and unannounced meals to persistent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.